Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Additionally, persistent pain at the ipg or lead site are known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement procedure due to continuous discomfort at the implantable pulse generator (ipg) site. As a consequence, this resulted in difficulties for the patient when charging the device. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing great.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement procedure due to continuous discomfort at the implantable pulse generator (ipg) site. As a consequence, this resulted in difficulties for the patient when charging the device. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement procedure due to continuous discomfort at the implantable pulse generator (ipg) site. As a consequence, this resulted in difficulties for the patient when charging the device. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained per hospital policy and will not be returned for analysis. Postoperatively, the patient was doing great.